Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 at 7 am, the patient's blood glucose (bg) was greater than 600mg/dl and the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis. The patient was reportedly treated with intravenous insulin and was monitored until stable, and was released from the hospital at 8 pm on (B)(6) 2012. The reporter stated that the battery had to be replaced frequently, and confirmed that the pump was appropriately emitting replace battery alarms. The pump had reportedly emitted a low battery warning followed by multiple replace battery alarms the morning of the alleged incident. The patient reportedly slept through the alarms. The alleged battery life issue is not likely to cause an adverse event, as the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because of the patient's alleged hyperglycemic event while using insulin pump therapy. Use error was determined to be a cause or contributor to the reported bg event due to inadequate response to appropriately emitted alarms.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated short battery life and an alarm that went unanswered for four hours. A single component failure was found to be related to the short battery life. Current readings were found to be above specifications, and when the specific component was removed the current readings returned to normal.